Manufacturer narrative:
Section a2, age: the age range is 18 ¿ 91 years old. Not grouped by specific complication. Sex: female 65 (49%). Male 68 (51%). Not grouped by specific complication. Section a5, ethnicity: hispanic 4 (3%). Not hispanic 128 (96%). Unknown/declined 1 (1%). Not grouped by specific complication. Section a6, race: white 61 (46%). Black 52 (39%). Other/declined 20 (15%). Not grouped by specific complication. Section b3, date of event: unknown/not provided. The article date is april 2023. Give date: unknown/not provided. Section h4 device manufacture date: unknown as the serial number was not provided. Device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 is used to capture the return to the operating room. Follow-up is being performed to obtain the missing information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review. Article: comparing ahmed-fp7 to baerveldt-250 and baerveldt-350 surgical outcomes: 1-year results from a retrospective cohort study leveraging the electronic health record a retrospective cohort study was done to compare outcomes following ahmed-fp7 (agi-fp7), baerveldt-250mm2 (bgi-250), or baerveldt-350mm2 (bgi-350) implantation. The study was comprised of 523 eyes in the ahmed fp-7 (agi-fp7) group, 133 eyes in the baerveldt-250 mm2 (bgi-250) group, and 144 eyes in the baerveldt-350 mm2 (bgi-350) group. Failure by month 12 occurred in 52 eyes in the bgi-250 group and 47 eyes in the bgi-350 group. The most common reason for failure was visual acuity (va) loss which occurred in 40 eyes in the bgi-250 group and 38 eyes in the bgi-350 group. Failure rate due to persistently high intraocular pressure (iop) >18 mm hg or reduction <20% occurred in 8 eyes in the bgi-250 group and in 5 eyes in the bgi-350 group. Hypotony at any visit from month 3 onwards occurred in 10 eyes in the bgi-250 group and 6 eyes in the bgi-350 group. Return to the operating room (or) was the second leading reason for failure which occurred in 19 eyes in the bgi-250 group and in 14 eyes in the bgi-350 group." A copy of the article is provided with this report. This report is for the events related to the model mentioned in the article as bgi-250. Which is bgi03-250 as johnson and johnson only has one model with the extension of 250. A separate report is being submitted for the model mentioned in the article as bgi-350 in manufacturer report number 012236936-2024-0002172.